Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had his spectra concealable penile prosthesis removed on an unknown date. The device was removed because it "didn't work out" due to "phalloplasty". An inflatable penile prosthesis device was implanted on (B)(6) 2017. No patient complications were reported in relation with this event.